Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was 200 mg/dl. In each instance, the customer cleared the occlusion alarm and the bolus was continued, lowering the bg levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.